Event description:
It was reported that the patient had a suspected lead fracture likely due to observed high impedance. It was noted that all vns output currents were turned off. The patient had been experiencing increased seizures since (B)(6) 2020. It was reported that the patient was seen for surgical revision of the devices. During surgery, it was observed that lead pin was not fully inserted. After the lead pin was reinserted, the impedance was observed to be within normal limits. The patient did not have a device replacement on the date of surgery. No additional relevant information has been received to date.